Event description:
It was reported that during a trochanteric femoral nailing system advanced (tfna) on the right hip surgery on (B)(6) 2019, an unknown screw became loose on the screw inserter and helical blade/screw coupling screw. The lag screw was re-inserted on the coupling screw. Another set was opened to insert the lag screw. There was no surgical delay reported. The surgery was successfully completed with no adverse consequence to the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Implant date provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown nail head element. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric femoral nailing system advanced (tfna) on the right hip surgery on (B)(6) 2019, an unknown screw became loose on the screw inserter and helical blade/screw coupling screw. The screw was re-inserted on the coupling screw. There was no surgical delay reported. The surgery was successfully completed. Patient outcome is unknown. This complaint involves three (3) devices. This is 3 of 3 for report (B)(4).